Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample was submitted to the manufacturer for evaluation. Through visual examination, a crack was observed at the filling port of the sample. The complaint sample was filled with red dye solution to check for leakage. Leakage was observed from the cracked filling port during the filling process. The sample is not within specification; the reported defect is confirmed. A device history record (DHR) review was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. The defect is a result of a failure in the production process. An approved project is in place to further address issues with crack at filling port. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Correction from initial report: updated batch number to 23h12ge561, expiration date 08/01/2028.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description 4540018-02 leaked 5fu on to patient. No injury reported.